Event description:
It was reported a patient who had good effect from a trial of epidural opiod underwent implant of the intrathecal drug delivery pump in 2008. The drug used in the pump was morphine 3 mg/ml which was started at a dose of 0.3 mg/day. The dose was slowly increased over the next couple months. By five months later, the dose was 1.65 mg/day. On the same month, the pump was refilled. The expected reservoir volume was 3.8 mls. The actual volume in the pump was 3.5 mls. Approximately two weeks later, the refill concentration was increased to 15 mg/ml. The expected reservoir volume was 33.4 and the actual volume was 32 ml. A bridge bolus was programmed (as a single bolus). The bolus was 1.15 mg over 16 hours and 48 minutes. On twenty six days later, a dye study was performed and was normal. A priming bolus of 0.186 ml was programmed. On the following month, the patient's dose was increased to 2 mg/day. The patient was experiencing good pain relief after this until a sudden loss of pain relief occurred in september or october (date unknown). On approx two and a half months later, the pump was refilled. The expected reservoir volume was 19.6 mls. Twenty-seven mls were withdrawn. A rotor study was scheduled, but was not performed as it was not possible to obtain telemetry with the pump using multiple physician programmers and experienced clinicians. The pump was accessed normally. The patient requested explant. Explant and replacement of the device was scheduled for the following month. At explant, there was good csf backflow through the catheter. The patient recovered without sequela.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.